Manufacturer narrative:
(B)(4). The lot number was not available and the sample was not returned for evaluation, therefore a device analysis could not be performed. If additional or relevant information becomes available, a supplemental report will be submitted.

Manufacturer narrative:
Complaint no: cmplnt-(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified.  Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a system error (se) 2367 (air in set) alarm occurred during use on the home choice (hc). The home patient (hp) was connected to the hc. The technical service representative (tsr) had the care giver (cg) cycle power and the hc went to the display ¿press go to start¿. The tsr had the hp review the alarm log and a se 2367 was discovered on (B)(6) 2013 at 20:22 and (B)(6) 2013 at 14:22. The tsr asked the cg if they cycled power each time they received a system error and the cg indicated they had. The tsr asked if they had start over with new supplies with each new therapy and the cg indicated they had started over at least once. The tsr informed the cg they could not continue with the current set-up and would need to start over with new supplies. No patient injury or medical intervention was indicated as a result of this event. No additional information is available.